Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a loss of image was caused by camera. Procedure was completed successfully

Manufacturer narrative:
(B)(4). Alleged failure: e1 error. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: this is an ic failure. It is difficult to predict the life time of an ic, so this might have died after use over the years. However this is a low occurrence. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that a loss of image was caused by camera. Procedure was completed successfully.